Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the emergency room (ER) for lethargy and hypotension. The patient was noted to have recurrent bacteremia. The patient had a blood culture test again and came back negative.

Manufacturer narrative:
Concomitant medical products: g447 ICD implanted: unknown; 4672 lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a positive blood culture for bacteremia. The leads were recommended for extraction; however, the patient has refused extraction and further treatment. The leads remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.